Manufacturer narrative:
Olympus technical assistance center (tac) support was onsite to troubleshoot the device. The customer mentioned swapped out the scopes, but the error persisted. Tac inspected the clv-190 to look for excessive dust/corrosion on the pins and non were evident. The customer retrieved the same scope utilized, connected the scope to the device, and an e216 error was displayed. A different scope was attempted without issue. Tac advised the customer to send in the scope for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the b30 and e216 error was unable to be identified, as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.